Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. Attempts were made to obtain this information with no response from consumer. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a super absorbency tampon, the string separated from the pledget after 5 hours of wear. Approximately 4 hours later the pledget was removed from her vaginal cavity at her local urgent care. She did not experience any adverse health affects.